Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing step, insulin was not observed exiting the end of the tubing after filling with 30 units of insulin. It was also reported that multiple auto off alarms occurred. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer changed the infusion set tubing and observed drops of insulin. The customer was advised that the auto-off safety feature can be modified; however, the customer opted to turn the feature off.